Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedances on the cervical lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where the extension was identified to be at fault. Extension was removed and a new extension placed to address the issue.